Event description:
It was reported that 2 pen ndl 32g 4mm pro 14 bag were unable to deliver medication. The following information was provided by the initial reporter: according to the report from the customer (hospital), the patient stated that drug had not come out; when the patient checked the product, the needle npe was bent. The hospital has confirmed that there seems to be no problem with the patient's manipulative techniques.

Manufacturer narrative:
H.6. Investigation: two open 32g x4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the other samples. Due to the condition the samples were returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 pen ndl 32g 4mm pro 14 bag were unable to deliver medication. The following information was provided by the initial reporter: according to the report from the customer (hospital), the patient stated that drug had not come out; when the patient checked the product, the needle npe was bent. The hospital has confirmed that there seems to be no problem with the patient's manipulative techniques.